Event description:
Complainant alleged that during routine testing and preventative maintenance, the device's pacer rate was found to be out of specified tolerance for selected setting. The complainant indicated that there was no pt involvement in the reported failure.